Manufacturer narrative:
Follow-up #1 date of submission 06/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 05/21/2013 with the following findings:investigation revealed the pump was unresponsive; the display screen remained blank and there were no audible tones or vibratory features present. Visual inspection revealed the display is cracked in multiple places. The display flex cable was found to be damaged. Additional testing could not be completed due to the pump being unresponsive.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the display screen was initially dim and then blank. The reporter confirmed no power loss had occurred. This complaint is being reported because the issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.